Manufacturer narrative:
Actual sample received for evaluation. The sample was visually inspected according to specification for any mfg defects. No defects were noted. The pt connector (retractable luer lock) was dimensionally inspected according to procedure, using a "ansi" luer taper gauge. The pt connector met dimensional specifications. The pt connector was also assembled to a standard female luer and terumo fistula connector. A proper connection was made with both. Based on the record review and the sample analysis, co was unable to confirm the stated complaint, or determine that there was a related mfg issue. The record review did not reveal anything relative to the complaint, nothing that could have caused or contributed to the problem. The sample performed according to specifications. A follow-up letter has been sent to the customer. Complaint is closed with ongoing monitoring.

Event description:
Received notice of complaint concerning above product via medwatch form filed by facility. Spoke w/ director of nursing who reported that the line was not completely disconnected, but slightly separated from the catheter. Pt had arrived w/ shaking chills and fever, went to ER to be seen, and was treated and released. Upon return, treatment initiated as usual and treatment was stable, although pt continued to have shaking chills and was restless. Also, during treatment, the pt requested a blanket due to chills. Upon reinfusion, the health care professional caring for the pt noted a large blood stain on shirt and pants.blood stain was not immediately visible prior to this as the pt was wearing a red shirt and had a blanket covering him. Upon inspection it was noted the connection between the catheter and the dialyzer end connector were loose. Connection tightened and pt reinfused. Pt did not experience any other injury due to incident. Estimated blood loss at greater than 100cc due to leaking. Post event hematocrit drawn. Transfusion not required. Actual sample has been saved.